Event description:
It was reported that a patient had a titanium femoral nail system implanted on (B)(6) 2012. Later on (B)(6) 2012 it was discovered through diagnostic imaging that the device had a complete mechanical failure requiring additional revision and replacement. On (B)(6) 2012, the patient was admitted to the hospital to undergo the necessary revision surgery to remove and replace the broken femoral component. Prior to the revision it was reported that when the patient was seen by his doctor they noted that the patient fractured his trochanteric fixation nail (tfn) proximally through the helical blade hole. The also had increased varus deformity. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Information was initially submitted under MFR number 2520274-2014-13917 as an initial medwatch (submitted november 03, 2014) and two follow up medwatch (submitted december 19, 2014); however, it was noted on may 08, 2015 that the initial medwatch had failed the submission process due to an issue. Information is being resubmitted under this new MFR number to ensure delivery to the FDA. Date of birth difficult to read possibly (B)(6); weight is unknown; date of event: unknown; the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.